Event description:
Pt implanted with a vectra plate and screw construct for an acdf at c5-c7 on an unk date in 2009. Two screws were placed at c5 and c7 each. Screws were not implanted at c6. A corpectomy was performed and a strut graft was used to bridge c6. Postoperatively, it was noted that two screws in c5 had backed out of the bone and the plate was coming off. The screws in c7 remained intact. Pt returned to the operating room on (B)(6) 2012 for hardware removal. Surgeon removed all hardware and no add'l instrumentation was used, as fusion was achieved. The locking mechanisms were still engaged on the bottom screws and the top screws appeared to still be engaged. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Implant year reported as 2009. Investigation still in progress. The screws are still retained within the plate and allowed the pt to fuse at the levels intended. There is no indication that the plate or screws malfunctioned based on the eval of the returned components, however, all screws were not returned. There is a possibility that the pt bone quality, plate lordosis, or unanticipated loading scenario or traumatic event caused the screws to lose purchase. The mfg records were reviewed and no complaint related issues were found.